Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer stated that she was unable to remove the battery cap from the pump. Customer also reported that the opening of the reservoir compartment is damaged. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected failed battery test alarm noted. The insulin pump was received with stripped battery cap coin slot, cracked battery tube threads, cracked reservoir tube, completely broken off reservoir tube lip and minor scratched display window.